Manufacturer narrative:
On 29 august, 2018 the thermage tip was evaluated - part#ttns16.00e2, lot#031618. Serial#(B)(4). At the time of evaluation this tip had been used for 208 treatments. The tip passed flow, leak, and thermistor testing. No functional test was performed, and it failed visual testing due to dielectric breakdown being seen. Report 1 of 2 see 3011423170-2018-00093.

Event description:
A user facility in (B)(6) reported (B)(6) 2018 that a patient sustained a burn after a thermage treatment to the body. It was reported that the tips used were inspected prior to treatment with no issues found. On the first tip, at 190 reps, the polyimide membrane was ruptured. A second tip was then used. It was reported that after 208 reps, the polyimide membrane on this tip was also ruptured. The highest energy level used was 9.5, and it was deployed with 60ml of coupling fluid, and a sliding technique. The burn is on the lower abdomen. Futusoa was prescribed. It is not yet known if there will be any permanent scarring.

Manufacturer narrative:
Based on the evaluation of the data logs, the system and hp performed as expected. During evaluation of the treatment tips, product support found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 031618-002. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. Complaint type identified within risk analysis and performing within anticipated rate. Complaint evaluation data shows dielectric breakdown on two tips during the same treatment is very rare. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. Though patient status updates have been requested, to date no additional information has been received. This investigation is complete. Report 1 of 2 see 3011423170-2018-00093